Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the quadripolar left ventricular (lv) lead failed to advance through the sub-selector catheter. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿lead didn't have enough length to fully come out of the subselector cps aim universal ds2n027-65¿ and ¿not all rings of the electrode were able to get outside of the catheter¿ was not confirmed. As received, a complete lead without the subselector cps aim universal ds2n027-65 was returned in one piece for analysis. The lead could be fully inserted inside the catheter and removed without difficulties using a correct length of catheter. An incompatible catheter was used during the procedure. Visual and x-ray inspections of the lead did not find any anomalies.